Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, after attaching the shell to stapler, when trying to connect the adapter, the connection was loose and the adapter came off. Therefore, a new shell was used, and it was able to be connected without any problems. There was no patient involvement.